Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex was inserted via the femoral vein to support the 84 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was additionally supported by an impella cp for the bipella support. Prior to the support the patient was supported by inotropes, vasopressors, and a vent for respiratory support. Other history was not shared, beyond the prior CPR being given for the patient due to a cardiac arrest. The rp flex was supporting when on the 2nd day of the support the placement signal and positioning were called into question. The team performed imaging and repositioned the pump. The pump was weaned and explanted after 25 hours of support and the patient remained on the cp pump. No harm or injury was noted and attributed to the rp flex, there was no consequence to the patient and support.

Manufacturer narrative:
Corrected information were provided in b3 and d4. Upon review, the event date, serial and primary UDI number have been updated. Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.